Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Warning section of the instructions for use (IFU) describes; if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged ...result in fragments being left inside the vessel; separation or breakage of guidewire as one of possible complications and adverse events. The device is manufactured by (B)(4) medical division; however, abbott vascular distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; a follow-up will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the coronary artery, a physician was using a prowater guide wire and it became stuck in the vessel/anatomy and could not be removed. The patient was sent to surgery. Though requested, no information was available or provided about the device or the patient outcome. No additional information was provided.